Manufacturer narrative:
Medical device expiration date: n/a. Device manufacture date: unknown. Investigation: customer returned (1) loose 1cc, 8mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 7037947. Customer states that the syringe needle broke off and lodged into his leg during the injection and two syringe needles came off in the vial as he was drawing the insulin. The returned syringe was examined and exhibited a detached cannula. No loose cannula was returned with the sample. The sample was then examined under the microscope and under uv light and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. Sample will be forwarded to manufacturing ((B)(4)) on 22sep2017 for further investigation. A review of the device history record was completed for batch # 7065640. There were zero (0) defects or notifications noted for any related defects during the production of these batches. After second investigation in (B)(4) a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd relion® insulin syringe 1 ml, 31 g x 8 mm broke off into the vial and another into the user¿s leg during insulin injection. User was able to remove the needle and there was no medical interventions sought and no report of injury.

Manufacturer narrative:
Investigation: on 26sep2017, (B)(4) received one (1) loose 1ml, 8mm, 1/2in, 31g relion syringe, in open polybag and shelf carton from batch# 7037947. All samples were decontaminated per (B)(4) prior to evaluation. Upon evaluation by (B)(4), it was noted that the sample received was without either shield, cap or loose cannula. The remainder of the syringe assembly was inspected under ultraviolet light and it was noted that adhesive was found along one side of the barrel tip; however, limited adhesive was noted to be within the barrel tip, at the point where the cannula would have been inserted and cured during the manufacturing process. Potential root cause appears to be a misplacement of the adhesive during cannulation of the syringe barrel during production. When this happens, insufficient adhesion of the cannula within the barrel tip occurs, which can potentiate such events as cannula pulling out of the syringe assembly during use. The (B)(4) plant will continue to monitor this complaint cause type and trend customer complaint data on a routine basis; assessment of additional actions within the manufacturing plant will be completed, as deemed necessary. No additional actions at this time.